Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart was not connecting with the main cart. It was reported that the camera cart screen displayed: "unable to connect". There was no patient involvement. There was troubleshooting present. The system was rebooted, the interconnect cable was receded and the issue was unresolved. Self-test found that both the main cart uninterruptible power supply (ups) was lost. It was confirmed the camera cart was getting power but the screen said "not connected". Re-seating the cart-to-cart cable and performing a hard reboot did not resolve the issue. Self-test showed the connections to all the main cart and camera cart components were red/unavailable, except the surgeon cart computer. The system was shut down via the command in the software but it resulted in "no video detected" on the main cart monitor. The camera cart monitor still said "disconnected". It was concluded the main cart router was faulty. The reboot button on the router was pressed and the issue was resolved. The camera cart monitor came online and displayed what the main cart monitor displayed. The system was reset via software and the system shut down completely without issue. However, after booting the system up one more time, the original issue persisted. The camera cart showed disconnected. The reboot button was attempted to pressed once more but the issue did not resolve. There was no patient involvement.

Manufacturer narrative:
H3, h6) the system was serviced in the field. It was found there was an optical communication failure. The faulty router was replaced and the system then performed as intended. Codes b01, c13, and d02 are applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735994 (serial/lot: unknown). H6) multiple annex a codes were applied to capture this event. A0902 captures the no video detected, a23 captures the camera cart not communicating with the main cart, a13 captures the self-test red connections, and a1102 captures the error messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: (B)(6). H2) please see section d9 for further additional information. H2-3) the wired network router was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the refresh checkpoint had connectivity issues, the checkpoint was unusable and had software failure. Codes: b01, c10, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.